Event description:
A us distributor returned a monitor and reported monitor was displaying a service codes / wrench codes.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) was isolated to an open resistor on the computer/analog board. Additionally, contamination was found on the pins on the defib board. The root cause for the open resistor could not be positively identified. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.